Event description:
It was reported that the device was showing far p waves on the ventricular channel leading to inappropriate therapy. A ventricular lead dislodgement is suspected and a revision has been scheduled.